Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the device passed as it had voltage. (B)(6) device pairing test was performed and the transmitter failed due to a connection timeout. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection test. A share log review was performed and a loss of connection was found in the logs on the issue date. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.